Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced an overdose with symptoms of sleepiness and low blood pressure. Patient's other vitals were adequate. Patient's dosage was decreased and further monitoring of the patient was planned. The drug, dosage and concentration were unknown. Additional information has been requested and will be made as follow up, as it becomes available.